Event description:
It was reported that the patient presented to the emergency department and needed to be externally shocked because their implantable cardioverter defibrillator (ICD) failed to delivery therapy during ventricular fibrillation episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and needed to be externally shocked because their implantable cardioverter defibrillator (ICD) provided therapy but failed to convert ventricular fibrillation episodes. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.